Event description:
It was reported that the patient had implantable neurostimulators (ins) that were supposed to last 3-5 years but patient had to have them replaced every 18 months. It was later reported the patient¿s ins was surgically revised on (B)(6) 2009 because of an ins malfunction and the patient was admitted to the hospital. It was stated the battery was removed and the patient received perioperative antibiotics and the patient was deemed stable for discharge. It was noted the patient had three inss and when they were interrogated two of them had been 70 percent used and one was 50 percent used. Reportedly the patient¿s right ins was removed and the ¿electrode¿ was disconnected. It was also reported the patient¿s left ins was removed and replaced with a new battery and the previously exposed electrode from the right shoulder was tunneled to the battery on the left side and connected to that battery. It was stated the patient¿s post-operative condition was stable. Reference manufaturer report # 3004209178-2013-12763.

Manufacturer narrative:
Concomitant products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2009, product type extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2009, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3998, lot# l92553, implanted: (B)(6) 2001, product type lead. (B)(4).